Manufacturer narrative:
G4: 29oct2020 b4: (B)(6)2020 . The device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was confirmed that the flow sensor will need replacement. The bio-med replaced the flow sensor to resolve the reported issue. The device passed performance verification testing. The gas delivery system was returned for a failure investigation (fi). The technician installed the gds assembly into a fi ventilator to duplicate the reported issue of air flow accuracy test failure. The gds assembly failed due to the u1 on the air flow sensor assembly out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28aug2020.

Event description:
The customer reported a ventilator with a low leak-co2 rebreathing risk alarm, low minute ventilation alarm, and a low tidal volume alarm. There was no patient involvement or harm.